Manufacturer narrative:
Product event summary: the 2af283 arctic front advance catheter with lot 24248 was returned and analyzed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 12218 (a system notice was received indicating that the safety system detected a compromised outer vacuum). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the handle segment, blood was observed inside handle. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported "visible blood" issue was reproduced during testing. The catheter failed the returned product inspection due to an outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the catheter 2af283 arctic front adv ous 28mm and the cable 203cx coaxial umbilical, blood was observed in the catheter and in the coaxial umbilical. A system notice was received indicating that the safety system detected blood in the catheter handle. The injection was stopped and the vacuum was disabled. The balloon catheter and coaxial umbilical cable were replaced to resolve the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.